Event description:
It was reported that patient underwent a right knee revision approximately fourteen months post-implantation due to pain, loosening, and a titanium allergy. During the revision, the articular surface was found to pitted and bubbled.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00099 and 3007963827-2022-00100. Medical devices: articular surface medial congruent (mc) right 11 mm height catalog#: 42522100811 lot#: 64783880; femur cemented cruciate retaining (cr) narrow right size 11 catalog#: 42502007002 lot#: 63945508; all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 64620984 palacos r (1x40) catalog#: 66017778 lot#: 92384711; palacos r (1x40) catalog#: 66017778 lot#: 92384711. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this items and the reported part and lot combination. The root cause of the allergic reaction is attributed to patient condition as the tibial component contains titanium. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.